Manufacturer narrative:
Citation: zouari f, et al. Conduction disturbances in low surgical risk patients undergoing transcatheter aortic valve replacement with self expandable or balloon expandable valves. Cardiovasc interv ther. (B)(6) 2021; 36(3):355-362. Doi: 10.1007/s12928-020-00687-x. Epub (B)(6) 2020. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations.

Event description:
Medtronic received information from a literature article regarding the incidence of permanent pacemaker implantation and left bundle branch block in low-risk patients compared to intermediate-/high-risk patients undergoing transcatheter aortic valve replacement (tavr). All data was collected from a single center of the 637 patients included in the study population (predominantly female, mean age (B)(6), 269 underwent tavr with a medtronic corevalve transcatheter valve. No unique device identifier numbers were provided. Among all patients, 44 in-hospital deaths occurred, including 4 low-risk patients implanted with corevalve. The circumstances of the deaths were not disclosed, and no statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all patients, adverse events included: need for second valve implantation during tavr procedure; new permanent pacemaker impla ntation; stroke; new onset left bundle branch block; persistent left bundle branch block at hospital discharge; major bleeding; and major vascular complications. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.